Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported the patient's lead migrated following a fall. Surgical intervention took place where the lead was explanted and replaced, resolving the issue.